Event description:
Healthcare professional reported left side rupture/deflation. Device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed assessed as unidentified (tear) opening. (Shell thickness was within specification). Missing shell assessed as inconclusive. No other observations observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture/deflation. Device explanted.